Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a cracked rear case assembly with power supply. To correct this condition, the rear case assembly with power supply was replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a rear case assembly and power supply assembly due a cracked power cord retainer. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.